Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown and caused customer¿s blood glucose to rise, with one value recorded at 401 mg/dl and another reading reported as ¿high¿ but not quantified. There was no reported need for emergency assistance. Customer resumed insulin delivery after shutdown, used a correction injection with multiple daily injections to address high blood glucose, and worked with technical support, who reviewed pump logs, confirmed battery use was consistent with customer¿s patterns, and provided education about reducing screen use, responding promptly to alerts and alarms, and other steps to lower battery consumption, which customer understood and acknowledged.